Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an interject injection therapy needle device was defective. The complainant was made aware of a malfunction approximately six weeks prior to the bsc aware date of (B)(6), 2011. However, the nature of the malfunction was not known. No further information on this event was available from the complainant. Should additional relevant details become available, a supplemental report will be submitted.